Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that early battery depletion was noted on the implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.